Manufacturer narrative:
Covidien reference number (B)(4). Received corrected information from covidien service engineer (se): it was reported that, on start up a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory logs. The se performed calibrations and extended self-testing to correct the reported issue and all tests passed.

Event description:
It was reported that, during testing, the battery in a 980 ventilator was not charging and generated an error message. The ventilator was not in use on a patient at the time of the reported event.